Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was suspected to have developed an allergic reaction to the pulse generator. The patent had a rash near the pocket site. An allergy test kit was requested. As of 07/06/2016 the results of the kit test have not been reported.